Event description:
Analysis was completed on the returned lead portions. Upon analysis, a discoloration was identified on the positive coil in the vicinity of the closest electrode to the bifurcation. Scanning electron microscopy images of the positive coil show appearance indicating that fine pitting or electro-etching condition have occurred in the vicinity of the electrode ribbon at the discolored region. The exact reason for this condition is unknown. No additional anomalies were identified within the returned lead portions. The operative report was received from the physician. It indicated that during surgery, a new generator was attached to the old leads, but the high impedance persisted, so the lead was replaced as well. After this, diagnostics were good. Per operative note, the patient was experiencing a "sensation of stimulation in the chest". No pain indicated.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that upon interrogation of the patient's generator, high impedance warning was obtained. Patient did not report any pain or discomfort. Seizure count is higher, but neurologist is "not convinced it is attributable to lead impedance." The patient's device turned off and medication was increased. The patient underwent a full revision surgery on (B)(6) 2011. Attempts for further information and product return have been unsuccessful to date.

Event description:
Further information from physician indicates that the increase in seizures was possibly related to vns and the patient's medication was unchanged. The seizures were back to pre-vns baseline levels. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the events. The patient's seizures have improved since surgery, per physician. It was also indicated that the patient had fallen on his knees and elbows which may have caused or contributed to the high impedance. X-rays were taken, but not sent to manufacturer for review.

Event description:
The explanted products were returned to the manufacturer for analysis. The analysis on the generator showed no anomalies. Analysis on the lead is pending.